Event description:
Customer reported unexpected negative reactions on galileo. They initially tested a pt on galileo and received a 1+ positive reaction. Validation testing on another galileo resulted in a negative antibody screen for this pt. Customer stated this pt has a previous history of anti-s. Current testing demonstrates that the anti-s is only reacting with homozygous cells.

Manufacturer narrative:
Customer states there is no sample available to return for further investigation. A sample-related issue can not be ruled out.